Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, a21 errortest, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low suspend alarm and low battery alarm due to blank display. The battery tube was found corroded. The insulin pump was received with minor scratches to the display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump would shut off randomly. The insulin pump had a blank display. She did not recall the blood glucose reading. Corrosion was noted to the battery cap contacts and in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.